Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege pain, stiffness, discomfort, weakness and excessive metal ion levels.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; elevated metal ions; 30 cc of cloudy yellow/gray fluid; diffuse synovitis with what appeared to be a metallosis with gray appearing tissue and a synovialized cystic structure in the anterior inferior aspect of the hip capsule; black metallosis at the base of the head and neck junction; acetabular component had patchy area of ingrowth; significant acetabular defect with the exception of a thin medial wall and thin posterior superior wall. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.